Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Customer reported that the device ac mains light was not illuminated and it would not operate on ac power. There was no report of pt use associated with event.